Event description:
It was reported that during surgery procedure all mentioned articles couldn`t be removed from each other. The surgeon had to remove the whole nail. They managed to remove the devices after they explanted the nail. There was a delay of 30 min. A replacement was available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: the reported issue was not confirmed. Evaluation revealed the nhs to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for approx. 8 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The functional test revealed that all products are still functional; the reported jamming of the nhs was not reproducible. No signs of fretting were found on the nhs and the target device. Previous cases were investigated internally; the jamming of the nhs could not be reproduced. Most likely the user brought too much torque force to the nhs during assembling of nail and target device. Therefore the case is attributed to an inadequate usage. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
It was reported that during surgery procedure all mentioned articles couldn`t be removed from each other. The surgeon had to remove the whole nail. They managed to remove the devices after they explanted the nail. There was a delay of 30 min. A replacement was available.